Event description:
While performing a laparoscopic appendectomy, the endo gia stapler 45mm -2.5mm misfired and did not staple but did cut. This resulted in open bowel and the surgery had to convert to an open procedure. The stapler handle was passed off the field and bagged for investigation.